Event description:
It was reported by the edwards field clinical specialist that bav was performed with the edwards balloon utilizing rvp and held respirations. Upon deflation of the balloon the patient's bp remained at 32 mmhg and had global st depression. Tee revealed decreased lv function, no pericardial effusion or annular rupture. Anesthesia continued with pressor administration. The 23 mm ascendra delivery system was introduced and the 23 mm sapien valve was deployed with rvp and held respirations. The delivery system was removed and no central ai or pvl was noted; however pressure was 20 mmhg with asystole. Pacing and CPR were initiated; CPR continued for 6 minutes and pressure was 230 mmhg, ef was also noted to improve. Ntg was started to reduce blood pressure. Tee confirmed that the valve had not been affected by CPR and there was no central ai or pvl. There was a small but stable hematoma noted on the posterior side of the aorta under the lm. ECG changes resolved and rhythm returned to baseline. The team inserted a 30 cc iabp via the right groin for hemodynamic support overnight.

Manufacturer narrative:
Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause for the hemodynamic instability cannot be confirmed; however patient (significant cad history with decreased ventricular function) and procedural factors (rvp, and anesthesia) could have caused or contributed to the hemodynamic instability. Additionally, per the instructions for use (IFU), hematomas are potential adverse events associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), aortic valve replacement and bioprosthetic heart valves. In this case, the exact cause of the reported hematoma near the lm cannot be determined; however, as reported CPR was administered for 6 minutes, which could have contributed to the hematoma the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.